Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. After replacing the power module and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker further evaluated the removed power module and a shorted capacitor on the power module was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device does not power on. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.